Manufacturer narrative:
G4: 07may2020. B4: 09may2020. The replaced gas delivery system (gds) was returned for failure analysis. It was determined that a component within the air flow sensor printed circuit board assembly (pcba) was out of specification, which caused the air flow and oxygen flow, and oxygen accuracy tests to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Device evaluated by MFR: a follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the ventilator was failing the o2 accuracy test. There was no patient involvement.

Manufacturer narrative:
Date of report: 05jun2019. Date rec¿d by MFR:07may2019. The customer troubleshot with technical support. The customer ordered the flow sensor assembly to address the reported issue. Multiple attempts were made to obtain information on what was done to service/repair the device, but no additional information could be obtained and the customer could not be contacted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.